Event description:
It was reported that during the implant procedure the lead was tested before it was implanted. The helix came out after just a few turns. The physician screwed the lead in the rv apex and the sensed signals were poor. He screwed the helix back into the lead and tried to place the lead in another position. When he wanted to screw the helix again it didn't came out: it was stuck! He took the lead out and tried several times to screw the lead. The lead was not implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant procedure, the lead was tested before it was implanted. The helix came out after just a few turns. The physician screwed the lead in the rv apex and the sensed signals were poor. He screwed the helix back into the lead and tried to place the lead in another position. When he wanted to screw the helix again, it didn't came out: it was stuck! He took the lead out and tried several times to screw the lead. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Lead 6935 eith device (B) (4) was not returned for review analysis.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): helix disengaged from helical channel, and blood was noted on distal conductor (not obstructed), helix mechanism, and helix mechanism (sleeve head); full lead returned and analyzed.